Event description:
Refrence number (B)(4). Event occured in turkey. It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 with levels remaining elevated for four hours due to an insulin flow block alarm, which was treated with a insulin via the pump by the patient. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.